Manufacturer narrative:
A photo was provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is currently under way.

Event description:
It was reported that scabbing and infection were allegedly noted approximately two months post port placement. It was further reported that the intervention was performed to remove the port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: three electronic photos of a port pocket and port inside of pocket on a patient were returned for evaluation. A photo review was performed. The investigation is inconclusive for infection, as there is not information to diagnose for infection. The definitive root cause could not be determined based upon available information. Per the reported event details, the issue presented approximately two months post port placement. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that scabbing and infection were allegedly noted approximately two months post port placement. It was further reported that the intervention was performed to remove the port. There was no reported patient injury.